Event description:
It was reported that the programmer would not hold telemetry and in some cases was not able to find the implanted device at all, wirelessly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer complaint that the programmer would not hold telemetry and determined it to be due to a loose right side antennae.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.